Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. G2: user facility was inadvertently selected. Correction to the g3 of the initial medwatch. The aware date should be 05sep2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: error e207 was displayed due to failure of the emergency lamp. In addition, the indicator light of the front panel was not lit due to failure of the power unit. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the light source exhibited error code e207 and the indicator light of the front panel did not light up due to defective power unit.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source lamp of the clv was damaged. There were no reports of patient harm.